Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button stopped functioning. Customer confirmed the pump still turned on when plugged into a power source. Customer's blood glucose (bg) level was over 400 mg/dl. Cause for bg level was unknown. Customer delivered a bolus to address bg level. Reportedly, the customer continued to use the pump and has manual injections for insulin therapy.